Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and shut off in the night. Reportedly, the customer's blood glucose (bg) level may have "spiked" however no specific value was provided. The customer charged the pump and delivered a bolus via the pump to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. In addition, the pump battery was observed to be depleting as expected. Recommendation was made to the customer to charge pump more frequently.